Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated that they went to the hospital and needed an MRI but couldn't get into MRI mode. They stated this past thursday they had to call the stimulation because "the stimulation got stuck and they couldn't turn it off and the more they tried to turn it off it kept turning off". Pt was able to "shut it down" before the paramedics got there. Pt stated the stimulation "had been tearing them up and they were about to pass out when the paramedics came in". The paramedics told the patient that they need to have it replaced because they have had it so long. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.